Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (unable to complete incoming functionality testing) was confirmed. The belt was unable to pass essential performance testing due to the #4 puck fall off and a ECG defective string. The root cause for the was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.